Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery needs to be replaced. Additionally, the device's oxygen connector was damaged. The oxygen connector on a trilogy 100 is used to bleed-in low flow oxygen. A broken oxygen connector on a trilogy 100 would not impact therapy as low flow oxygen could be bled-in through the patient circuit, mask or other location. No components were replaced. The device was scrapped.